Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. There was no button error alarm on the insulin pump. The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. The device was received with cracked case at the display window corners, cracked reservoir tube and cracked battery tube threads. The insulin pump was received with minor scratches on the display window, missing end cap sticker and stripped battery cap coin slot. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 247 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised they received a button error alarm. Customer could not recall any significant events leading to the keypad anomaly customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.